Event description:
This lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2011 due to oversensing. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).